Event description:
It was reported that the arm (of the gx765dc) collapsed and the tubehead impacted the pt on the forehead causing a bump and bruise. No medical intervention was required. During a follow-up conversation with the doctor in 03/2003, it was noted that the pt is doing fine.